Event description:
Caller reported an issue with incorrect time settings on their device. There was no adverse impact to the customer¿s blood glucose level. Technical support helped the caller update the pump time and advised monitoring the device for any future discrepancies. Caller understood and acknowledged the guidance provided.